Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Physician reported left side capsular contracture, baker grade IV. Device has been explanted.